Event description:
Free-flow with the gemini pc-2tx. Customer stated noting free-flow in channel b when the tubing was loaded into device. Customer opened device case and noted the spring on pump motor came loose. Customer replaced mechanism and sent mechanism and spring to alaris for investigation. Customer had no knowledge if device was on a pt or if any pt injury occurred. Pump mechanism was received and inspected and found bottom spring and clip missing from mechanism. Both parts were, however, received. All parts appeared in good condition. Conclusion: the mechanism assembly was not completely assembled due to the missing bottom spring. The fact the spring was reported to be found inside the pump and in close proximity to the mechanism indicates that it most likely fell off during installation into the device. The service manual contains a list of minimum required tests when this assembly is replaced. Any one of these tests would have detected the misassembly. A review of the service history indicates the device has not been back to the MFR for service, which leads co to believe the issue was from user error in assembly. Customer's service history lists the device having a battery replaced in august, 2002.